Manufacturer narrative:
Results evaluation: smith medical international's investigation stated that the report of cuff leakage was confirmed. The leakage point was located in the pilot balloon, around 23.8mm away from the one way valve tip. We examined the leakage portion under magnification and found a tear, approx 1.21mm in length. A review of our complaints history confirmed this to be the first complaint for this possible product lot. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR. A further review of manufacturing records confirmed the presence of a 12 hr inflation check carried out on 100% of this line. Root cause: we feel this is an isolated incident and have logged this report for trending purposes.